Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their dentist has told them to stop the aligner treatment immediately. The patient's dentist found recession, two large gaps between upper and lower teeth and the upper teeth are misaligned with the bottom teeth. A letter of recommendation was provided. Dentist stated to properly correct the issues the patient will need to restart another form orthodontics and be managed by a professional the entire treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.